Manufacturer narrative:
A review of manufacturing records, for two possible lots, revealed no problems during manufacture. A review of complaints database show no other reports on this two possible device lot numbers. The actual sample was not returned for evaluation. Review of instruction for use reveals instruction that states: after procedure is completed, press the needle into the sheath using a one-handed technique by gently pressing the sheath against a flat surface. As the sheath is pressed the needle is firmly engaged into the sheath. It is possible that excessive force was used when user went to engage the needle into the protection device.

Event description:
User alleges one incident of the needle protection device and syringe hub snapped off spraying blood into clinician's face and eyes. Treatment was needed (but not identified as to type.)